Manufacturer narrative:
Continuation of d11: product ID 97714, serial# (B)(6), product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was getting settings not available but not seeing out of regulation (oor) on the tablet yesterday for post-operative follow up. The rep reported that they received a text from the patient stating he wasn¿t feeling stimulation like he was yesterday. An impedance test was completed on the day prior to the report and saw contact 0 greater than 40,000 ohms. Contact 2 was good with (2/8 850 ohms, 2/9 880 ohms, 8/4 29,000_ 8-15 were all green but the rep didn¿t have values today. The rep reported the following programming for the patient: group a1: 12+13-14+, 11ma, 300pw, 50 hz, a2: 2-3+ 300pw, 50 hz, 11 ma, but the patient would typically un at 12.5 ma for both programs. Group b was set up using 450pw, 50 hz but to the rep¿s knowledge the patient hadn¿t used them yet. Additional information was received from the rep on 2020-08-12. The rep reported that the device was reprogrammed using only the electrodes on the right side of the lead that were in the 800-1200 range. This provided coverage of the pain area and the patient was satisfied electrodes on the left side were eliminated. The issue was resolved. The cause of the high impedances wasn¿t determined.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, lot# serial# (B)(4), implanted: explanted: product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-08-03, information was received from a manufacturer representative (rep) regarding a patient who was implanted with an impla ntable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient had an elective replacement surgery, and the patient was programmed with two programs: program 1 at 12 ma with low density settings. When the rep checked the device it was showing settings not available when trying to increase stimulation. Impedances were checked and the following were the results: contact 0 - out. Contacts 1, 5-7 - orange (avoid). Remaining contacts: green. It was noted the patient was using contacts 8 and 15. The rep inquired whether or not the patient would be able to increase if the rep adjusts it to 5-6 ma. Technical services reviewed information with the rep including that if anything changes, then reprogramming can be done at the next follow up appointment. No symptoms were reported. On 2020-aug-05, additional information was received from the manufacturer representative (rep) clarifying the report of ¿contact 0 w as out¿ to mean that the impedance reading for electrode 0 was red and was over 40,000 ohms. It was unknown at this time if the patient was now able to increase their intensity settings without getting the ¿setting not available¿ message. It was indicated that per a text message from the patient, their battery was running low and it needed to be recharged, which the rep indicated would be done at their post-op appointment on (B)(6) 2020. The patient¿s weight at the time of the event was unknown. It was indicated that the above information was provided by the patient and the physician was aware of the circumstances.

Manufacturer narrative:
Continuation of d11: product ID: 97714; lot# serial#: (B)(6); product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient was getting settings not available but not seeing out of regulation (oor) on the tablet yesterday for post-operative follow up. The rep reported that they received a text from the patient stating he wasn't feeling stimulation like he was yesterday. An impedance test was completed on the day prior to the report and saw contact 0 greater than 40,000 ohms. Contact 2 was good with (2/8 850 ohms, 2/9 880 ohms, 8/4 29,000_ 8-15 were all green but the rep didn't have values today. The rep reported the following programming for the patient: group a1: 12+13-14+, 11ma, 300pw, 50 hz, a2: 2-3+ 300pw, 50 hz, 11 ma, but the patient would typically un at 12.5 ma for both programs. Group b was set up using 450pw, 50 hz but to the rep¿s knowledge the patient hadn't used them yet. Additional information was received from the rep on 2020-08-12. The rep reported that the device was reprogrammed using only the electrodes on the right side of the lead that were in the 800-1200 range. This provided coverage of the pain area and the patient was satisfied electrodes on the left side were eliminated. The issue was resolved. The cause of the high impedances wasn't determined.